Manufacturer narrative:
Vyaire file identification: pc-(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet. However, the customer checked the uim (user interface module) cable for any wear and tear and no damage was found. Requested to replace the uim to fix the problem. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the avea ventilator screen switched off while setting up. There is no patient involvement associated with the reported event.